Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative the tether of the leadlesss implantable pulse generator (ipg) could not be collected post ipg deployment due to strong resistance. The tether did not operate at all, so the ipg was collected with the delivery system. When checked externally, tether entanglement was noted near the ipg. The ipg system was attempted/not used and was replaced. No patient complications have been reported as a result of this event.